Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 54 mg/dl. The customer was treated with the glucose tablets. The customer declined troubleshooting. The insulin pump will not be returned for the analysis.